Manufacturer narrative:
Corrected field: reporting contact (g1). The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the labeling did not indicate any abnormalities. Indications of material manufacturing or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.

Event description:
It was reported that a patient had a revision surgery, anatomic to hemi conversion, during which only the glenoid and cobalt chrome heads were removed. The reason for the revision was soft tissue/rotator cuff failure which led to the need for an anatomic conversion to a reverse. It was additionally reported that there was: "...cuff degeneration which led to subluxation."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that a patient had a revision surgery, anatomic to hemi conversion, during which only the glenoid and cobalt chrome heads were removed. The reason for the revision was soft tissue/rotator cuff failure which led to the need for an anatomic conversion to a reverse. It was additionally reported that there was: "cuff degeneration which led to subluxation."